Event description:
The account reported both side rails will not stay in the latch position. No patient injury reported.

Manufacturer narrative:
The technician went to the account and spoke with the nurse. The nurse stated the side rail was not locking properly. The technician inspected the side rail and found a blanket was blocking the side rail latch, user error. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. When the side rail is latched, audible click should be heard. Gently pull on the side rail to make sure it is latched properly. If latching is difficult, make sure that the latch is clean and inspect for obstructions. If wear is found, replace the latch components. The technician removed the blanket from the side rail latch to resolve the issue. Based on this information, no further action is required.